Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify procedure date of (B)(6) 2018 as the alert date is (B)(6) 2018. The procedure date should come before the alert date.

Event description:
It was reported that a patient underwent an orthopedic surgery procedure on an unknown date and a suture was used. During surgery the needle was detached from the suture during use for fascia. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: the procedure date and the alert date is (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.